Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with hearing the volume of their insulin pump as well as the vibrate mode. The patient's blood glucose level was unknown at the time of the call. The customer stated that the finish button does not respond after updating the java program. Caller is trying to upload to carelink on a computer that has been upgraded to windows 10 customer. The customer did not return the product back for analysis.